Event description:
Patient presented to the physician with wound dehiscence at the neck incision site with the stimulation lead eroding through the skin. Physician brought the patient into the or, removed the entire inspire system, obtained cultures, and closed. Postoperative antibiotics were prescribed. An update noted that cultures obtained during the procedure were negative for infection. The final diagnosis was lead extrusion due to a foreign-body reaction.